Event description:
It was reported the device was used during a gastric bypass procedure. It was reported the tl90 was fired, but it did not staple completely. Another tl90 was opened to complete the procedure. There was no consequence to the pt.